Manufacturer narrative:
Concomitant: 5076-58 lead implant: unknown.

Event description:
It was reported that the patient experienced inflammation on the pocket site and pain one month after the implantable pulse generator (ipg) implant procedure. A hematoma was confirmed. A procedure to remove the hematoma was performed. The pocket site was bleeding with thickened and hard skin. The pocket was expanded and the ipg was positioned; however, the pocket site could not be sutured due to thick skin. The ipg was explanted and the leads were capped and later explanted due to infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.